Event description:
The customer reported high blood glucose. The blood glucose reading was 500 mg/dl. The patient treated blood glucose with manual bolus from the insulin pump. Prior to the event, the customer experienced a migraine headache. In troubleshooting, the unit passed a drive support cap test, a manual prime test, and a high placement test. The cannula was not bent. The customer was advised to do an infusion set change. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.